Event description:
It was reported that outside of surgery the carrier got snagged on the bent piece inside the mesher. There was no patient involvement. Due diligence is complete as no additional information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.